Manufacturer narrative:
H10: the devices for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for two of the three malfunctions. Two malfunctions confirmed difficulties removing and perforation of the ivc. One malfunction was inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. The devices are labeled for single use. H11: b5, d4 (lot number), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc and difficulty to remove. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, two patients ranged from 18-58 years of age. One patient¿s weight was reported as 130 lbs. Of the reported patients, one was male, one was female, and one patient¿s sex was not reported.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation of the ivc and difficulty to remove. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, two patients were reported to be female ranging from 18-30 years of age and one weighing 130 lbs. The other patient was reported to be a 58 year old male "whose" weight was not provided.

Manufacturer narrative:
H10: a lot number was provided for one out of three malfunctions, therefore, a lot history review was performed. The devices for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for all three malfunctions. One investigation is confirmed for perforation and retrieval difficulties. Another investigation is confirmed for perforation and retrieval difficulties, but is inconclusive for tilt. The last investigation is confirmed for perforation but inconclusive for retrieval difficulties. The definite root cause could not be determined based on the available information. The devices are labeled for single use.. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model fr310f vena cava filter allegedly experienced perforation of the ivc and difficulty to remove. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, two patients ranged from 18-58 years of age. One patient¿s weight was reported as (B)(6). Of the reported patients, one was male, one was female, and one patient¿s sex was not reported.